Event description:
A nurse reported, five cases of tass at their facility. All five surgeries were performed on the same day and all pt's symptoms were resolved 6 days later. This pt was one of three that was not seen by a retinal specialist. No culture was taken. A nurse consultant is scheduled to visit the facility regarding their tass issues. Add'l info requested. There are 5 medical device reports associated with these events. This report is one of five.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because, the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested on 10/12/2010, 10/14/2010, and 10/18/2010 by phone, fax and mail. Add'l info was received on 10/13/2010 and 10/14/2010 by phone. A completed questionnaire has not been received. (B)(4).